Event description:
An alert remote report was reportedly transmitted on (B)(6) 2015 due to shocks deactivation, whereas shocks were activated at that time.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
(B)(4).

Event description:
An alert remote report was reportedly transmitted on (B)(6) 2015 due to shocks deactivation, whereas shocks were activated at that time.